Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient had diagnostic imaging performed which revealed the cause of their pain. On (B)(6) 2019 the fields were changed to cover their pain. It was done very well. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. Their pain has continued to get worse. It just came on seven days ago. Prior to that, they were completely pain free. The pain is in their back right by their spine. The patient believes it is a muscle issue. The patient is at the point where they cannot sit and are pacing around the house due to the patient. The patient said its been so long since they experienced their baseline line that they do not know if it is baseline pain or new pain. They do remember that their baseline pain goes down into the top of their buttocks on the sides and center lower parts of their back. The patient hasn¿t had any falls or traumas. They did play a lot of golf over the summertime but they didn¿t have any pain at that time. They already made adjustments to the intensity settings across all groups and programs and confirmed that adaptive stimulation (as) positions were transitioning correctly. They increased the intensity last week and alm ost doubled it to try and address the pain they are in. After increasing the intensity, they felt like they were being electrocuted. The patient declined decreasing the intensity because although it is uncomfortable, they would rather feel that than the pain because it does take away some of the pain. The patient wanted to know if there was anything else they could try over the phone. The patient was redirected to follow up with their healthcare professional (hcp). The patient has an appointment with their family physician on (B)(6) 2019 and are hoping they might take an x-ray or an MRI and muscle relaxers. The patient has their one year check on upcoming with their managing hcp so they would follow up at that time. No further complications were reported/are anticipated.